Event description:
Pt had a massive heart attack while undergoing electric muscle stimulation to lower back. According to the autopsy report, drs and the pt's family, this ems machine is not responsible for this event. Device is approx 12 years old. Rptr interviewed by FDA 7/17/00. FDA has equipment.